Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 leaking was confirmed after filling with water it was observed to be leaking from the bottom of the tank. This was caused by cracks on the water tank cover from over torqueing the screws. Action was taken to replaced the water tank. It was believed the screws were to tight. Other maintenance was enclosure replaced, membrane switch, drain fitting due to scuffs on enclosure. Perform all functional test which passed.

Event description:
Information received on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 was leaking water. No patient involvement, as event occured during testing.